Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer states her meter read 119 mg/fl fasting on (B)(6) 2015 at 10:44 pm. Customer states her normal expected blood glucose levels are 144- 223 mg/dl - fasting. Strip expiration date is 05/31/2018 and strip open date is 1 week. Strip storage is not correct. Reviewed meter memory: 223mg/dl (B)(6) 2015 09:59:00 pm fasting:yes; 144mg/dl (B)(6) 2015 10:12:00 pm fasting:no; 119mg/dl (B)(6) 2015 10:44:00 pm fasting:yes; 103mg/dl (B)(6) 2015 08:34:00 am fasting:no; 165mg/dl (B)(6) 2015 10:29:00 pm fasting:yes. Customers concern: 119 mg/dl.